Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, at 17:37:03. During night drain cycle five, the patient's ultrafiltration reading was 1339ml, indicating the home patient (hp) drained 1159ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause was use error, tidal total ultrafiltration (uf) removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Should additional relevant information become available, a supplemental report will be submitted.